Event description:
It was reported that there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by pt having an MRI or other medical procedure. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).